Manufacturer narrative:
Date of event is estimated. UDI number is unavailable due to lot number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation on their left side, due to a recent fall wherein the lead migrated to the right side. Lead migration was confirmed through x-ray. Lead was explanted, and a new lead was implanted as a result to resolve the issue. The implantable pulse generator was replaced to receive newer technology. There were no complications during the procedure and effective therapy was restored. Patient was stable.